Event description:
The complainant reported that a fifty-one-year-old male presented with shortness of breath. During percutaneous coronary intervention preparation, the patient decompensated requiring resuscitation with defibrillation and veno-arterial extracorporeal membrane oxygenation was placed. Impella cp was additionally placed via the left femoral artery for ventricuar unloading. Following placement, the patient again had a ventricular fibrillation that was temporarily resolved after percutaneous coronary intervention was carried out but reoccured so that the patient was transferred to a higher care center. Following slow stabilization, echocardiography discovered a small, filamentous left ventricular thrombus that did not elicit therapeutic changes. After 7 days of support, the patient was successfully weaned and the pump removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.